Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast). Troubleshooting was performed, explained the pump performs safety checks and an error was found. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and revert to the backup plan as per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08600 inches. No unexpected pump error 37 alarm noted. Successfully downloaded history files and traces using thump. Pump error 37 alarm was recorded and found in the formatted history file on: 12/30/2023 17:00:31.000. Pump error 42 alarm was recorded and found in the formatted history file on: 12/30/2023 17:00:32.000. No pump error 38, 39, 41, 43, 79, 80, 82 and 130 alarm recorded in the formatted history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Pump error 37 alarm and pump error 42 alarm were confirmed according in the formatted history file, suspected on hw. Please see below for pump errors/alarms noted 2 days prior to the event date 30-dec-2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: 12/30/2023 17:18:08.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 12/30/2023 17:01:05.000 to 12/30/2023 17:01:51.000, 12/30/2023 17:02:21.000, 12/30/2023 17:04:20.000, 12/30/2023 17:04:33.000, 12/30/2023 17:04:47.000, 12/30/2023 17:05:13.000 to 12/30/2023 17:05:58.000, 12/30/2023 17:06:12.000, 12/30/2023 17:06:28.000, 12/30/2023 17:06:44.000, 12/30/2023 17:07:00.000, 12/30/2023 17:07:12.000, 12/30/2023 17:08:00.000 to 12/30/2023 17:08:53.000, 12/30/2023 17:09:03.000 to 12/30/2023 17:09:46.000, 12/30/2023 17:10:02.000 to 12/30/2023 17:10:50.000, 12/30/2023 17:11:02.000 to 12/30/2023 17:11:56.000, 12/30/2023 17:12:05.000 to 12/30/2023 17:12:51.000, 12/30/2023 17:13:03.000 to 12/30/2023 17:13:55.000, 12/30/2023 17:14:01.000 to 12/30/2023 17:14:23.000, 12/30/2023 17:15:15.000 to 12/30/2023 17:15:50.000, 12/30/2023 17:16:04.000 and 12/30/2023 17:16:25.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 09-jan-2024 at 11:49:00 am. There was no power data available for the event date of 30-dec-2023. Unable to check power data for failed battery alert/battery failed alarm. No unexpected failed battery alert/battery failed alarm noted during testing. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Pump error 37 alarm and pump error 42 alarm were confirmed according in the formatted history file, suspected on hw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.